Manufacturer narrative:
Received one device. Confirmed customer complaint confirmed. The downstream occlusion sensor (dso) seal delaminated and replaced dso seal. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) calibration. Validated repair through dso/uso sensor test. Upon further investigation, found uso seal delaminated. Replaced uso seal. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed performance verification tests (pvt). Unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso) seal, a discolored keypad, and screen was slightly scratched. The status of the product at the time of event was during testing. There was no patient involvement.